Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the cooler pump activates improperly when using the motor on the demo unit. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.